Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nipped lips [lip injury]. Blister - lip [lip blister]. The gap behind the rotating head repeatedly nipped lips and caused a blister [injury associated with device]. Rotating heads on both brush heads came loose, first came off completely [device breakage]. Case description: a consumer of unspecified age and gender, identified as an unspecified doctor, reported spontaneously via e-mail on (B)(6)2017 that he/she bought a pack of 4 oral-b power oral care refills precision clean and had now used two of them with the same problem: the rotating heads on both after a few weeks came loose, and the first came off completely. The consumer stated that he/she stopped using the second brush head when it started to come loose. The gap behind the rotating head repeatedly nipped the consumer's lip and caused a blister; the consumer noted that this issue with the toothbrush heads had never happened before, and it was not the first time he/she had bought these precision clean toothbrush heads. The consumer had used oral-b for a long time. The case outcome was unknown. Treatment details: unknown. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6)2017 received consumer's follow-up e-mail: the consumer reported that he/she had one unused brush head, and one that he/she had just started using. No further information was provided.